Event description:
It was reported that when the patient presented in-clinic during a routine follow up, upon interrogation, high lead impedance, non sustained vf episodes due to noise and sensing threshold decrease were observed. The device was explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. The reported field events of noise and high pacing lead impedance were not reproduced in the laboratory. The device was tested on the bench and using automated test equipment and no anomaly was found. All device functions were normal.